Event description:
It was reported that the patients non-rechargeable ipg was at end of life resulting to loss of stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.